Event description:
Meter name: one touch ii. Strip name: lifescan ot. Meter code:unknown strip code: unknown. Strip storage: unknown. Symptoms: "dripping with sweat". A pt reportedly was taken to ER. Pt's meter allegedly was inaccurately high. The result on pt's meter was uknown. The result on the ER meter was unknown. The time difference between pt's meter and ER meter is unknown. Treatment was IV glucose. No further info has been reported.